Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated at 298 mg/dl. It was confirmed that the customer would deliver a correction bolus to address bg level. Multiple attempts were made by tandem technical support to ensure that the customer's bg level returned to target range; however, no further information was provided.